Event description:
(B)(6). Home health nurse reported pump malfunction, stating pump keeps stopping with error message "motor". Date of onset unknown. No further information, details or dates available. Unknown if md is aware. Serial number, lot number and expiration date are unknown. Dose/amount: gamunex-c - 50gm. Gamunex indication: other specified extrapyramidal and movement disorders. Did pt miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? Yes. Is device associated with evert available for return? ¿ unknown. Reported to (B)(6) by: health professional.